Event description:
It was reported that the customer received a blank display screen from his insulin pump when he attempted to bolus. The customer's blood glucose level was 220 mg/dl. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.